Event description:
Dealer reported that the right front frame on a 1037bk probasics rollator is no longer holding the caster in place. Dealer stated that no matter how you tighten it into the frame it still slips back down.